Manufacturer narrative:
Upon further review, it was found that the results for sample #29 were not discrepant as both the initial and repeat results were within the normal reference range. As for sample #27, the repeat test was performed on a sample different from the original test and therefore it could not be determined if the results were erroneous. The results have been deleted from the attached summary of patient results. (B)(4).

Manufacturer narrative:
Conclusion code: the cause of the event is unknown and cannot be determined based on the supplied information.

Event description:
A customer contacted beckman coulter inc. (Bec) in regards to erroneous psa (prostate specific antigen) , vitamin b12, and bhcg (beta human chorionic gonadotropin) results generated by unicel dxi 800 access immunoassay analyzer. The results were reported out of the laboratory. The customer stated that repeat tests were performed on an alternate instrument for approximately 70 to 80 patient samples, and discordant results were obtained for approximately 20 to 25 samples. The customer has not been made aware of any changes to patient treatment that resulted due to these results, nor was there any injury or death reported. The samples were collected in 6ml gold sst tubes originated at (B)(6) labs and were already centrifuged prior to arriving in the lab. These specimens which would have been two to eight hours since collection were run without being re-spun. Upon rerun on the second dxi, the customer reports finding some specimen with fibrin clots. All of the samples were re-spun before running on the second dxi. Quality control is run once per shift. Qc had failed in the (B)(6) 2012 morning, but had passed upon repeat. Second and third shift had passing qc on that date. On (B)(6) 2012, qc had passed in the morning, but failed in the afternoon. The customer reported the duckbill valve was found torn and was replaced at that point. Subsequently qc has recovered within range. Service was offered by bec customer technical support but was declined by the customer.